Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient developed a hematoma larger than 6cm in size 3 hours post deployment. The patient was converted to manual compression for more than 30 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
This follow up report is being submitted to remove hospitalization from the outcomes attributed to adverse event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1326303) indicated that the device lot met all established performance criteria prior to shipment.